Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with 2 bd vacutainer® ultratouch¿ push button blood collection set the button was difficult to press during retraction and did not work properly. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the button was difficult to press. The button to move the needle was difficult to press and did not work properly.

Event description:
It was reported that during use with 2 bd vacutainer® ultratouch¿ push button blood collection set the button was difficult to press during retraction and did not work properly. There was no report of patient or user impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the button was difficult to press. The button to move the needle was difficult to press and did not work properly.

Manufacturer narrative:
H.6. Investigation summary: material #: 367364, lot/batch #: 2230226 and 2230228. Bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for difficult to retract with the incident lot was not observed as both samples had a fully retracted needle. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and upon completion the indicated failure mode for difficult to retract was not observed. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. While bd was unable to confirm this complaint for the indicated failure mode difficult to retract with the samples provided, bd has initiated further root cause investigation relating to the issue of difficult to retract, as found in other complaints, through corrective and preventive actions.